Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose level of 249 mg/dl; took correction via pump. Caller stated he woke up with signs of hypoglycemia and passed out when he got up to self-treat; ambulance was called and he was admitted to the hospital. Caller reported he was treat with glucose and grape sugar and remained for some hours in the hospital. Caller alleges pump delivered too much insulin. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.